Event description:
It was reported that the patient passed away on (B)(6) 2025. The patient¿s significant other had been talking to them on the phone on (B)(6) 2025 and the patient stated their blood glucose was going low so they had to go and would call their significant other back, however they never called their significant other back. A week after the phone call a welfare check was performed and the patient was found deceased in their apartment by the police. The significant other thought that the omnipod system had not alerted the patient to the low blood glucose and thought this was contributory to the patient passing away. The official cause of death was not reported.

Manufacturer narrative:
The physical device was not received for investigation. Review of the insulet cloud system for data from the user found data to be available up until on (B)(6) 2025. Cloud data from the user for the period on (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The system was regularly used in manual mode during this period and while in manual mode the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. The cloud data showed that urgent low glucose alerts were generated at 18:35 on (B)(6) 2025, 06:05 on (B)(6) 2025, and at 22:13 on (B)(6) 2025. The phb data confirmed that these were the only instances where the estimated glucose values decreased from above 55 mg/dl to below 55 mg/dl to trigger the urgent low glucose alerts. The lowest estimated glucose values seen during this period were urgent low (less than 40 mg/dl) received by the pod at 22:13 and 22:18 on (B)(6) 2025. The system was used in manual mode at the time of receiving the values, having switched to manual mode due to a pod change around 16:31 on (B)(6) 2025 and remaining in manual mode until around 00:18 on (B)(6) 2025. The phb data showed that the system was receiving urgent high (greater than 400 mg/dl) estimated glucose values at the start on (B)(6) 2025 and the user's estimated glucose values remained at urgent high until 14:28 on (B)(6) 2025. The system was being used in manual mode from 18:03 on (B)(6) 2025 until 12:58 on (B)(6) 2025. The lowest estimated glucose value received on (B)(6) 2025 was 148 mg/dl received at 23:03 on (B)(6) 2025. The last phb datapoint was created at 06:03 on (B)(6) 2025 with the last estimated glucose value received being 285 mg/dl. The cloud data showed that this last phb datapoint was due to the pod being deactivated in response to an empty reservoir alarm. No other pod activations were recorded in the cloud after this pod deactivation. It could not be conclusively determined if the urgent low glucose alerts generated during the review period were correctly generating sounds for the alerts based on the available cloud data. The exact cause of the reported inaudible alerts could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.